Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 142 mg/dl.